Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the extension leg collapsed and kinked was confirmed, but the root cause could not be determined. One 15cm trialysis catheter with precurved extension legs was returned for investigation. The catheter exhibited evidence of use. Blood residue was observed in the catheter. The catheter was received with the clamps closed over the extension legs. After opening the clamps, it was observed that the extension legs remained slightly compressed. The arterial extension leg exhibited similar compression near the white strain relief sleeve. A tactual investigation confirmed the compression of the extension legs underneath the clamps. The tubing exhibited preferential kinking at the area of compression. A functional test revealed that the catheter was patent to infusion and no leaks were observed. When the lumens of the catheter were placed under a negative pressure, the extension legs slightly collapsed and the preferential kinking affected the flow rate during aspiration. One contributing factor in the reported event appeared to be material fatigue of the extension legs from repeated or extended clamping. It could not be determined if other factors contributed to the reported extension leg collapse and kinking.

Event description:
It was reported that one extension leg of trialysis was collapsed and kinked. It happened right after opening the clamp during insertion procedure. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that one extension leg of trialysis was collapsed and kinked. It happened right after opening the clamp during insertion procedure. No other information was provided.